Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display, failed battery test and low battery alert. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised the insulin pump gave a failed battery test and the device shut off when the battery cap was loosened. Customer advised when the display returned they received a failed battery test alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.